Manufacturer narrative:
The pump was returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. During the investigation, mmd found that the pump motor had failed, which caused the delivery failure. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump had broken hinges. When the pump was returned to mmd for evaluation, the pump failed to deliver. It appeared to be running, but the roller wheel did not turn. The initial reporter stated that the complaint had occurred during testing and had not had any adverse effect on a patient. The accuracy failure was discovered at moog. (B)(4).